Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.

Event description:
The physician using a cypher select 2.5 x 18 noted that the indeflator did not connect to the hub to inflate the balloon and then release the stent. No further info was provided. The product was never used in the pt. There were no problems with the packaging and no anomalies were noted when the product was removed from the packaging.